Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. H3: analysis of the ac power supply, model 37761, s/n unknown, revealed a broken ac power supply plug. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the patient kept receiving an error code, which was later reported as error code 376. It was noted that they cleared the error code and waited for charging to commence, and this worked for one charge, then the next charge the same error appeared. The patient's recharger was replaced and the issue was resolved. Later, an in-house failure of the ac power supply was found.

Manufacturer narrative:
G3: corrected to be 2025-nov-20 (the date analysis was completed). Previously provided g3 date of 2025-may-09 is incorrect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.